Event description:
Dealer states right footplate is cracked and getting ready to fall off.

Manufacturer narrative:
MDR decision date: (B)(6). No RMA has been initiated for this issue. The malfunction has not been confirmed.